Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a mesh removal on (B)(6) 2009.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2009 and elevate apical and posterior system was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat stress urinary incontinence and total vaginal prolapse concurrently with a flap/abdominosacral colpopexy, abdominal burch procedure, and a cystoscopy/posterior repair. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and vaginal bleeding.